Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had pain in their chest and legs when the device was turned on. The patient noticed it starting after they had a seizure, first and only, where the cause was unknown. The patient was seeing a neurologist for the seizure and their pain doctor for the pain. No troubleshooting/diagnostics was reported to be performed but had a reprogram appointment scheduled for (B)(6) 2016. No actions or interventions were yet to be taken to resolve the issue. The issue was not resolved at the initial report. There was a report that the patient was okay but was not getting effective therapy because of the pain when the device was turned on. No surgical intervention occurred or was planned. It was later reported that after turning the stimulation back on and slowly increasing the voltage to a therapeutic rate, the patient expressed that the previous pain in the left leg and chest had resolved. The cause of the pain was not determined as it had resolved since their seizure. There was no device/therapy/procedure issue in regards to the seizure that the patients physician assistant could determine. Relevant medical history includes spinal pain.

Manufacturer narrative:
Updated to clarify initial information. "Adverse event <(>&<)> product problem" was changed to "adverse event" as there was no device issue was reported.